Event description:
Patient reported two of his infusion sets are broken. Patient stated the 1st one broke off at the infusion device end. Patient reported the 2nd infusion set was leaking and he was unaware until he checked his blood glucose. Patient stated he had 3 boxes of infusion sets with the same lot number. No further information is available. The patient did not require assistance from a healthcare professional or second party to address the issue. Patient returned all 3 unused boxes of infusion sets and one used infusion set for evaluation; replacement was sent.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.